Manufacturer narrative:
During investigation at customer site, on 08/09/2019, upon powering on, the thermogard xp ivtm (sn (B)(4)) system failed functional testing due to mid:09 (air trap assembly) error message. Observed saline traces on the board of air trap sensor block during functional testing. The cause for the error message was due to damaged air trap sensor block. The air trap sensor block got damaged due to the accidental saline spillage by the customer. The root cause for the reported complaint was due to user error. Upon visual inspection, no physical damage was observed. Observed saline traces in the air trap holder, thus confirming the initial customer reported complaint. Unrelated to the reported complaint, noticed coolant traces under the rotor housing area. The probable cause for the coolant spillage could be due to transportation. The air trap sensor block was replaced to remedy the error. Following preventive maintenance, the thermogard xp ivtm system passed all the testing without any issue or fault. Historical complaints were reviewed and there was no similar complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During investigation at customer site, on 08/09/2019, upon powering on, the thermogard xp ivtm (sn (B)(4)) system failed functional testing due to mid:09 (air trap assembly) error message. No patient involvement.